Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a blister under the patch. Patient described the area as broken skin and burning under patch adhesive. There was no alleged device malfunction contributing to the blister. There is no indication that the patient received medical intervention. Outcome of the blister is unknown.